Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2017 due to broken bones, difficulty breathing and pneumonia which causing high blood glucose. Customer fractured elbow due to a high blood glucose. Customer wearing the pump at time of hospitalization. Customer stated that, he lost transmitter and was hospitalized. Customer put on antibiotics and had surgery in the eye, splint in the arm and stitches. Troubleshooting was declined. The insulin pump will not be returned for analysis.